Event description:
Possible contamination of bd insulin syringes with bd ultra-fine needle. Capacity 3/10 ml 8mm 31g. Lot number 8015999. When I went to take a dose of insulin, I opened new package of syringes before filling syringe. I notice some oil like substance in the tube between the plunger and the bottom of tube. I pushed plunger down and beads of the substance came out the tip of the needle; 5/10 of the syringes did the same thing. I took this box to my pharmacist to report the problem. Medication administered to or used by the patient: no. (B)(6). Access number: (B)(4).